Event description:
It was reported that shaft break occurred. The target lesion was located in coronary artery. A 3.50 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion, the shaft broke in half. The device was removed, and the procedure was completed with another 3.5x32 synergy xd stent. No patient complications were reported. It was further reported that the target lesion was located in the moderately tortuous and severely calcified right coronary artery with 85-90% stenosis. The device was completely removed by pulling it manually and came out with the wire.

Event description:
It was reported that shaft break occurred. The target lesion was located in coronary artery. A 3.50 x 32 mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion, the shaft broke in half. The device was removed, and the procedure was completed with another 3.5 x 32 synergy xd stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR; synergy xd mr us 3.50 x 32mm stent delivery system was returned for analysis. A visual and tactile examination of the hypotube shaft identified multiple hypotube kinks and a break at 23cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Microscopic analysis revealed that there was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in coronary artery. A 3.50 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion, the shaft broke in half. The device was removed, and the procedure was completed with another 3.5x32 synergy xd stent. No patient complications were reported. It was further reported that the target lesion was located in the moderately tortuous and severely calcified right coronary artery with 85-90% stenosis. The device was completely removed by pulling it manually and came out with the wire.